Manufacturer narrative:
Section h10: the real intelligence cori, part number rob10024, serial number (B)(6) intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the clinical support team. The reported problem was confirmed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with the cutting angle/technique. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(6).

Event description:
It was reported that during cori assisted tka surgery, after completing the femoral cuts with the femoral cutting block, the real intelligence cori console would only refine to the green surface as opposed to the the white target surface. The white target surface was achieved on the previous femur bone removal screen. They checked that the drill guard was seated and then swapped to another guard to check if there was a difference. After refining, the would always see the green surface on the anterior cuts and then proceed to recut these with the robotic drill. In this case after the checks and assessing the screen the surgeon proceeded to recut the anterior chamfers as per his technique, but did not recut the distal femur. Surgery was resumed after a non-significant delay with the same device. No injuries were reported to the patient.

Manufacturer narrative:
Internal complaint reference: (B)(4).